Event description:
It was reported to philips that the system displayed an alert indicating "please select boot device" during the start up process, preventing a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.